Manufacturer narrative:
Physio-control has not received any information from the customer regarding the status of their device. The customer has not returned the device to physio-control for evaluation/repair and they are unsure if they will. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device had its service indicator illuminated and had logged an event code. The event code is indicative of a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.